Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt involved" (no pt involvement). Product problem(s): "no power on tracker monitor" (failure to power-up). An ophthalmic technician reports there was no power on the tracker monitor. There was no surgery underway nor any surgical preparation of any eye when the event occurred. The event happened during start of day calibrations.